Event description:
The venous anastomotic flow-coupler for free flap monitoring: a prospective analysis of 85 microsurgical breast reconstruction cases plastic & reconstructive surgery. The 133 (3s) :111, march 2014. Prospective data was collected on eight-five (85) patients undergoing post-mastectomy free flap breast reconstruction at the (B)(6) hospital from (B)(6) 2012 to (B)(6) 2013. The gem flow-coupler was used in all cases. No device coupling malfunctions were noted. Complications included flap failure (n=4) and flap take back (n=6). This report is for the four (4) incidences of flap failure. All medwatch reports for this article include 2183620-2014-00003 and 2183620-2014-00004.

Manufacturer narrative:
The product is not available for evaluation. A review of the device history record was not possible since the lot number was unavailable. Journal article is attached. The venous anastomotic flow-coupler for free flap monitoring: a prospective analysis of 85 microsurgical breast reconstruction cases plastic & reconstructive surgery. 133 (3s) :111, march 2014.